Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure thrombosis occurred. The 90% stenosed, 3.0x16mm target lesion was located in the left anterior descending artery (lad). The lesion was predilated and then a 2.0x16mm taxus liberte stent was deployed in left anterior descending artery (lad). It was noted that the stent did not fully expand. The lesion was postdilated and the procedure was completed. The patient was put on aspirin and clopidogrel. One year and six months later, during a follow up procedure, stent thrombosis in the proximal and distal end of the stent was observed. To treat the thrombosis, a non bsc stent was deployed in the proximal end of the stent and a promus stent was deployed in the distal end of the taxus liberte stent. Ivus was performed and the procedure was completed. An unspecified amount of time later, during a follow-up appointment, thrombosis was discovered in the non bsc stent and the promus stent that were used to treat the taxus liberte in-stent restenosis. The patient did not display any symptoms and treatment was not performed on the thrombosis, it was noted that the treatment will be performed at a later date. No additional patient complications were reported.